Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. Device unable to download correct data for power management analysis graph and verify pump error 25, problem isolated to electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a reoccurring power error alarm. Customer's blood glucose level was unknown. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Customer reported that they had previously called about the same issue and it reoccurred within a week. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.